Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://orthoreader.com/pmid/24138820/similar/. (B)(4). Other device used: catalog #unk, coonrad/morrey elbow ulnar stem assembly, lot #unk. Operative notes were requested; however, none provided. Relevant medical history and adherence to rehabilitation protocol are unknown. No devices were received; therefore, the condition of the components is unknown. The x-ray image provided confirmed that the pin had disassociated. The part and lot numbers of the product are unknown; therefore, the device history records could not be reviewed. These products were used for treatment. The complaint history for these products could not be reviewed due to the lack of lot numbers. It could not be confirmed if the devices are an approved and compatible combination. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It has been reported that deep infections were diagnosed in 3 cases.